Manufacturer narrative:
The device was not sent to the karl storz assessment and repair department for inspection. The error description provided, " endoscope cable snapped during use ", could not be confirmed. It is not possible to carry out a detailed technical investigation solely based on the description, as the product has not been made available to us for a more detailed technical analysis. Therefore, an analysis based on the customer's information cannot be carried out. The considered information / data did not reveal any root cause related to the labelling, the device, or its history. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a partial nephrectomy robotic laparoscopic procedure, after 3 minutes into the case, the surgeon lost the endoscope feed. It was found that the data cable of the endoscope snapped. The endoscope was replaced with a new one and the surgery was continued. No negative impact in state of health reported.